Event description:
Implant failed due to part not functional.

Event description:
Implant failed due to part not functional. Additional information provided the implant failed due to lack of primary stability.

Manufacturer narrative:
Implant failed due to part not functional. Additional information provided the implant failed due to lack of primary stability.